Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . Summary attached.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip pump exhibited cassette alarms with no cassette attached. No patient was involved in this event. No adverse effects were reported.